Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - composix kugel (device # 2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and bard mesh (bard flat mesh) on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol mesh - composix kugel (device #1). An additional emdr was submitted to represent the bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and bard mesh (bard flat mesh) on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with incisional hernia repair thereby underwent open repair with the implant of composix kugel hernia patch (device #1). Per op notes, ¿a round composix kugel hernia patch (device #1) was placed transabdominally and sutured to the fascia using prolene sutures.¿ (B)(6) 2005 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #2). Per op notes, ¿the previous midline incision was made. A bard flat mesh (device #2) was placed covering all the defects using sutures.¿ (note: the previously placed composix kugel hernia patch (device #1) was not seen during this procedure) (B)(6) 2008 - patient was diagnosed with incisional hernia and infected mesh thereby underwent repair with removal of infected mesh (device #1 & #2) and lysis of adhesions. Per op notes, ¿there was exposed a chronically infected mesh. The mesh (device #1 & #2) was removed. There were extensive intraabdominal adhesions were lysed. A synthetic mesh was placed.¿